Manufacturer narrative:
(B)(4).

Event description:
Patient and healthcare professional reported right side deflation. Device has been explanted and replaced.

Event description:
Patient and subsequently healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.